Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was leakage from the trocar. No other details of the event were provided. There was no impact to the patient reported. The trocar was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.